Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: no observed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device status is unknown.

Event description:
Patient reported, right side rupture. The device has been explanted.